Manufacturer narrative:
Vyaire file identification: (B)(4) vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us had lines in display. Furthermore; there was no information for patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a yaire field service representative(fsr) evaluated the device onsite. Vyaire medical determined root cause as due to defective display (screen interference). Issue resolved with a new display. Replaced user interface (ui) and the issue is resolved. Additional information from the customer indicated that there was no patient involvement associated with the reported event.the reported event happened during pre-testing.